Event description:
The customer reported high blood glucose. Customer stated having issues with infusion set and having high blood glucose. Customer's blood glucose was 550 mg/dl. Customer took 10 units of manual injection. Troubleshooting started but customer does not want to continue stated she had scar tissue that maybe the cause of high blood glucose. She will try other area on her body to put the infusion set. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.